Manufacturer narrative:
H3, h6: the device, which was not used in a procedure, was returned for evaluation. There was no relationship between the reported event and the device. Visual inspection of the returned device showed cracks on the entire casing. Functional evaluation revealed that the device failed to initially power-on due to a depleted battery, but after charging the battery, the device was able to power on. The device passed functional testing. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instance of the reported events. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No further investigation is required.

Event description:
It was reported that the renasys touch device failed tot turn on and that the case is broken. No patient was involved.